Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-02109. It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was explanted and replaced. It is unknown which lead had migrated so both are being reported.